Event description:
It was reported that the intraocular lens was removed intraoperatively due to haptic damage. The incision was enlarged to remove the lens, and another lens was implanted successfully. Additional information has been requested. Please reference MDR# 1119279-2013-00110 for the delivery device.

Manufacturer narrative:
The lens has been returned to bausch & lomb for evaluation. Investigation of this event is in progress.